Event description:
It was reported that during a bilateral iliac stenting treatment procedure, stent dislodgement difficulties were encountered. The stent came off the balloon before the physician was able to expand it in the iliac. The physician then went in with a smaller 4x4 balloon (competitor product) and was able to position in it in the dislodged stent and successfully stented the iliac lesion with no complications to the pt. Because this intervention was bilateral, he then needed to stent the other side with a second stent (same size). The physician felt it was too tight in the 6fr (competitor) sheath, so he was uncomfortable using the two together and pulled them both. The physician proceeded with a competitor's product to successfully complete the case. It was reported that there were no injuries or complications for the patient. Patient status is reported as "okay."